Event description:
The hospital reported that before use when the box was opened, the silicone tip was separated from the jaws of vasoview hemopro 2 when they opened it to the sterile field. The device was never used on a patient. New device was opened to finish the case. There were no effects on the patient. No procedural delay.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d10, g3, g6, h2, h6, h11.

Event description:
The hospital reported that the silicone tip was separated from the jaws of vasoview hemopro 2 when they opened it to the sterile field. The device was never used on a patient. New device was opened to finish the case.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.